Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a baseline effusion of approximately 2mm. The patient was in sinus rhythm. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) levels were 350-400 seconds.the patient's left atrial pressure was 12 mmhg. Sixteen thousand units of heparin were administered. The occluder was implanted. On (B)(6) 2025 the patient presented with a circumferential cardiac tamponade measured at 1cm. A pericardial window was performed. The user believed the occluder caused the cardiac tamponade. The patient status was stable.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause pericardial effusion and cardiac tamponade could not be conclusively determined. The reported hospitalization, and surgical intervention were due to case-specific circumstances. Following the procedure, the patient was hospitalized, and a pericardial window was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a baseline effusion of approximately 2mm. The patient was in sinus rhythm. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) levels were 350-400 seconds. The patient's left atrial pressure was 12 mmhg. Sixteen thousand units of heparin were administered. The occluder was implanted. The effusion remained at baseline. On (B)(6) 2025 the patient presented with a circumferential cardiac tamponade measured at 1cm. A pericardial window was performed. The user believed the occluder caused the cardiac tamponade. The patient status was stable.